Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) lead within one day post implant. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.